Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
A bedside swan-ganz recalibration was performed on (B)(6) 2025 unrelated to the cardiomems sensor as the patient was status post heart transplant and no abbott rep was present or aware of the procedure. The sensor was recalibrated and the mean was increased by 12.9 mmhg. Readings were observed under the manufacturer's patient care network database. Additionally, a second unrelated rhc was performed on (B)(6) 2025 and the cardiomems sensor was recalibrated. The baseline was decreased by 7.5 mmhg.